Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was reverting to the settings mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged meter settings issue first occurred on ¿the last week in (B)(6) 2014¿. The patient manages her diabetes with oral medications ¿ongyza 2.5mg¿ and in the ¿end of november¿ took less food and/or drink as a result of the product issue. The patient claimed that ¿one week¿ after the alleged product issue began she had developed the symptom of ¿blurred vision¿. The patient stated that on the ¿first of december¿ a home health, visiting health care professional (hcp) increased her dose of ongyza from 2.5 mg to 5.0mg and had obtained a result of approximately 200mg/dl on a doctor¿s meter. At the time of troubleshooting the cca noted that this was not the first time the patient was attempting to test with the subject meter. The reported issue was resolved with training. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.